Event description:
The customer contacted stryker to report that their device did not deliver defibrillation as expected while in use with a patient. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive. It is unknown if the device contributed to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation as expected while in use with a patient. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive. It is unknown if the device contributed to the patient outcome.

Manufacturer narrative:
A clinical review was completed and due to insufficient information it is unknown if the device caused or contributed to the reported outcome.